Event description:
Covidien customer service engineer (cse) reported that an 840 ventilator had a blank screen. The cse replaced the graphical user inter face (gui) printed circuit board (pcb). The unit passed extended self-testing. No patient involvement reported.

Manufacturer narrative:
Covidien reference number: (B)(4).